Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an baclofen 2000 mcg/ml with an unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a motor stall and the surgeon called the manufacturer representative yesterday night to know how to resolve the problem. There was no motor stall recovery reported. There were no patient symptoms, but there was an alarm. It was reported that there was no cause of the motor stall and further noted that there was no electromagnetic interference (emi) or magnetic resonance imaging (MRI). The surgeon changed the pump and the pump was replaced on (B)(6) 2019. It was reported that the implant date of the pump was unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.